Event description:
Information received from the field notes that a routine transtelephonic (ttm) check revealed no magnet response. No magnet response was seen during a previous ttm check in november 2001. The patient has atrial fibrillation with a ventricular rate of about 95-100 bpm. Pacing is inhibited.